Manufacturer narrative:
While performing a review of the file it was determined that a duplicate file was created. Please disregard any reports associated with file mrn 3012307300-2025-13390. Please reference file mrn 3012307300-2025-13407 for all details pertinent to this event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device had a downstream occlusion alarm and had already tried changing cassette before calling but was still getting alarm. The pump was actively alarming during call. The patient denied finding any kinks in tubing, verified no clamps were down and did not notice anything that would be blocking the flow of med. The patient did not have their backup pump or any extra supplies on hand other than 1 additional premade cassette, so registered pharmacist (rph) was unable to fully troubleshoot. The patient reported the daughter makes all cassettes and keeps everything, including their backup pump, at her house 40 minutes away. The rph advised patient their backup pump needs to stay with them. For instances like this. The patient was able to stop pump then disconnect and reconnect cassette and pump was running and delivering med by end of call.